Manufacturer narrative:
Follow-up # 1 ¿ (01/24/2015). The patient¿s meter and test strips have been returned on 1/9/2015 and 1/16/2015, respectively, and evaluated by lifescan product analysis on 1/13/2015 and 1/16/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately low compared to another meter. The complaint was classified based on the original customer care advocate (cca) documentation. The patient reported that she first noticed the meter was reading inaccurately low at the end of (B)(6) 2014, when she obtained a blood glucose result on the subject meter of ¿109 mg/dl¿ and ¿129 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lfs¿ criteria for accuracy. The patient manages her diabetes with a combination of diabetes medications including metformin. She denied making any changes to her usual diabetes management regimen as a result of the alleged low reading. She reported, time unknown, after the alleged issue with the meter started, she developed symptoms of ¿dizziness, thirsty, going to the bathroom frequently¿. She denied receiving any treatment for her symptoms. During troubleshooting, the cca established that the patient¿s meter had been set to the correct unit of measure and that blood samples had been taken from the same approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained an inaccurately low result on the subject meter, administered treatment based on the result she obtained, and reportedly developed symptoms suggestive of severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.